Event description:
An altitude alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The issue was resolved by replacing the cartridge, and the pump resumed normal operation. Additionally, tips for preventing altitude alarms were provided and understood by the caller.